Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy, manifested by nausea, vomiting and cloudy fluid. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The patient was treated with intraperitoneal cefazolin (dose, frequency, and duration not reported) for peritonitis. Therapy was ongoing. Five days after being admitted, the patient was discharged from the hospital and the cefazolin was ongoing. The reporter stated the peritonitis was hospital acquired; however, the exact cause of the peritonitis is unknown. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 2 of 4